Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two shocks during the evening. The treated episodes were reviewed by boston scientific technical services (ts). The episodes showed artifact consistent with either a torn seal plug or slightly loosened setscrew. Ts discussed that this typically resolves without further intervention. Ts discussed option of programming to primary vector, but recommended posture assessments if they chose to reprogram. No adverse patient effects were reported.